Event description:
Rptr states she had a severe rash on face and hands, which developed over a period of months beginning 11/93, progressive until cause found and exposure limited. Rptr worked in pt care for twenty years, using latex gloves. This sensitivity only developed in the past year. Rptr is still having problems if she touches surfaces touched by others wearing latex gloves.